Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the ventilator made a loud audible alarm with the display screen blank and the ventilator stopping ventilation. The patient was placed on another ventilator and there was no reported harm to the patient. No patient demographics can be provided per hospital policy. When reviewing the debug logs, the ventilator successfully restarted, and it resumed ventilation at the previous ventilator settings.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available. When reviewing the debug logs, the ventilator successfully restarted, and it resumed ventilation at the previous ventilator settings.